Event description:
The lens was initially received without any issue description or other details. Due diligence follow-up performed but to no avail. Meanwhile, product investigation was completed and verified that a haptic got stuck in the handpiece during delivery while the lens was deployed. The lens was cut similar to when the lens is removed or explanted from the eye. Therefore, the file was processed accordingly. No additional information was provided.

Manufacturer narrative:
Per regulation (EU) 2016/679 (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore the information is not provided. Implant date: lens was not implanted. Explant date: lens was not implanted, therefor not explanted . Initial reporter - telephone number: (B)(6). Device evaluation: visual inspection, of the handpiece, revealed trace amounts of viscoelastic residue in the cartridge. Further inspection revealed a detached haptic in the lower body assembly. Visual inspection, of the iol, revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half with detached haptics. The complaint issue could not be confirmed to be related to a manufacturing or design issue, therefore no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional/similar (as applicable) complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.